Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient underwent a revision surgery to remove an implant after experiencing worsening postoperative neck pain. The implant was removed and additional hardware was placed to complete the case. There were no additional patient impacts reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of the medical records provided identified the following: the prosthesis appears to be somewhat midline with minimal preparation of the lower vertebrae in the m/l plane. The sup teeth look lightly impacted into sup vertebrae with the plate appearing somewhat posterior in location. The anterior face of the lower vertebrae seems reduced, with osteophyte at the bottom. It also appears there is a lack of bone in the anterior portion just below the cocr inf plate. The cervical spine shows instability, that may have been triggered by the osteolysis on the posterior side of the upper vertebrae. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision surgery to remove an implant after experiencing worsening postoperative neck pain. The implant was removed and additional hardware was placed to complete the case. Flexion/extension films showed segmental kyphosis in flexion and some potential osteolysis of the posterior cortical rim of the superior endplate. No further event information available at the time of this report.

Manufacturer narrative:
Correction to b3 and d7.

Event description:
It was reported that a patient underwent a revision surgery to remove an implant after experiencing worsening postoperative neck pain. The implant was removed and additional hardware was placed to complete the case. There were no additional patient impacts reported.